Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported power complaint was duplicated. The pump cover was removed to find further moisture corrosion on the power printed circuit board and to the continuous glucose monitoring module.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.